Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 483 mg/dl. The patient then took 20 units of humalog insulin. About three hours later they tested their blood glucose again on the suspect device and the result was 90 mg/dl. Patient then passed out. 911 was called and upon arrival the emts checked the patient's glucose at 34 mg/dl. The patient was given an IV and juice. Patient was then transported to the hospital. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.